Event description:
It was reported that a large volume infusor underinfused. The issue was identified during patient infusion. The expected therapy time was 48 hours; however, the actual infusion time was 56 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within the product specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.